Event description:
The customer reported that following a diagnostic catheterization procedure in 2002 a vasoseal es was deployed. Resistance was noted while advancing the tissue dilator through the tissue tract. The tissue tract was dilated with hemostats. The tissue dilator was again advanced through the tissue tract while tension was held on the locator. At that point the j segment released and the deployment was aborted. Manual pressure was applied and hemostasis was achieved. Upon inspection of the locator, the j segment was missing. A fluoroscopy of the groin site revealed the j segment in the area of the femoral bifurcation and the j segment was noted to be pulsating. The patient's pre-procedure pulses were unchanged. The j segment was not retrieved. No further complications were reported.